Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one used syringe along with a four-way stopcock was provided to our quality team for investigation. Upon visual inspection, we observed that the tip the syringe was missing its tip, which was found inside the stopcock. Evidence of over-tightening the syringe onto the stopcock was also noted, which may have caused the tip to detach. A device history review was performed for reported lot 2507088, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Six retained samples were used for further evaluation. All samples were inspected, and no damage was observed within any of the tips. Additionally, functional testing was performed by repeatedly connecting and disconnecting the syringes to a luer connector, and no defects or other issue occurred. Based on the available information, no root cause linked to the production process was identified. The investigation determined that the tip likely broke as a result of over-tightening during connection with the stopcock. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
Event details: patient hospitalised for high-dose methotrexate treatment for high-grade osteosarcoma. While attempting to remove the syringe (containing calcium folinate) from the ramp tap, the screw thread on the tap broke off for no apparent reason in the ¿red tap inlet¿. It was impossible to remove this end piece from the tap. Change of ramp. No consequences for the patient. Risk of contact with a cytotoxic product. Occurred during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.